Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got alarm 79 (non-recoverable system error, primary and secondary water temperatures differ by greater than 1c). They were treated patient with s/n (B)(6).they powered the device off and back on again. When they powered it back on they got an alarm that the reservoir was empty and walked nurse through emptying the pads. Nurse received alarm 3 (water reservoir empty). Assisted nurse with filling the reservoir and reconnected pads using proper technique. The flow was 2.1 lpm. They explained if alarm 79 returns send device to biomed, otherwise it was okay to continue therapy.

Event description:
It was reported that they got alarm 79 (non-recoverable system error, primary and secondary water temperatures differ by greater than 1c).they were treated patient with s/n (B)(6).they powered the device off and back on again. When they powered it back on they got an alarm that the reservoir was empty and walked nurse through emptying the pads. Nurse received alarm 3 (water reservoir empty). Assisted nurse with filling the reservoir and reconnected pads using proper technique. The flow was 2.1 lpm. They explained if alarm 79 returns send device to biomed, otherwise it is okay to continue therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed tank harness. Event log shows alarm 79. Replaced tank harness. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.